Event description:
Pt was found to be disconnected from t-bird ventilator. The pt's vent circuit was found to be on pts stomach with the inner cannula curved down on pts stomach. The vent did not alarm. Once nurse picked up the circuit to re-attach the vent alarm sounded. Customer stated in 2004 pt regularly pulled out circuit but pt pulled cannula and laid it on their stomach preventing vent to alarm due to back pressure and low alarm settings. Facility will be sending a full report on they event which occurred. Sending vent in for evaluation.